Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter stated that the set had been discarded.

Event description:
The initial reporter stated that after they observed air in the tubing past the filter. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient. No other information was provided. Complaint: (B)(4).